Manufacturer narrative:
As reported, the surgiphor bottle cracked during use. There was no patient/user injury. Evaluation of the returned sample finds a cracked bottle. A definitive cause of the cracked bottle could not be determined. A device history record review found no non-conformances associated with this issue during production of this batch. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, when surgeon squeezed the surgiphor bottle during total hip procedure, it cracked and leaked all over the gloves and gown. The surgery was proceeded with a new bottle. There was no patient/user injury.